Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4351723): 1)the products of this batch were assembled at intima ii auto line 3 in jan 2025, and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned two photos but did not return the defective sample. The photos show that the defective sample, with batch number 4351723, has leakage at the prn interface. 3. The retained samples of this batch are taken for 45psi leakage test and prn removal torque test. The test results are within the product specification. 4. Possible causes of fluid leakage after tightening a prn: the prn experienced cross-threading during assembly, causing damage to the threads of the pp connection seat, which could lead to leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photos showed liquid leaking from the prn interface,but no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the prn leakage cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd -intima-ii 383019 leakage. On (B)(6) 2025, the (B)(6) hospital reported a case of bleeding at the connection between a 22g prn catheter and a catheter adapter, resulting in a complaint from the patient. During the investigation, the head nurse believed that the prn had been tightened.